Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, when inserting the teflon sheath via left femoral artery, the md could not insert the sheath. The md checked the distal tip of the teflon sheath and found it damaged. As a result, the sheath was discarded. A new kit was inserted into the same insertion site successfully and the intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is good.